Manufacturer narrative:
Information not received. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require to interface board, black cable and vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the sales rep stating, that he was informed by the customer that during a breast biopsy with the ex hoslter, their control module was retrieving very poor samples. There was no patient consequence reported, case was completed using the control module.